Event description:
It was reported that this right ventricular (rv) lead exhibited high thresholds and loss of capture (loc). When programmed to vvi, intermittent loss of capture (loc) was observed at 1.7v and 1.9v at 95 bpm and higher rates. When programmed to aai, there was loss of conduction above 75 bpm. It was suspected that the tissue was partially refractory at higher rates, leading to higher thresholds. There was no indication of greater than two seconds of asystole. The cause of the observed loss of capture (loc) and high thresholds was not conclusively identified via fluoroscopy. This rv lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The local area field representative was contacted for additional information. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The local area field representative was contacted for additional information. If information is provided in the future, a supplemental report will be issued. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Cuts in the lead were identified and appeared consistent with explant damage. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this right ventricular (rv) lead exhibited high thresholds and loss of capture (loc). When programmed to vvi, intermittent loss of capture (loc) was observed at 1.7v and 1.9v at 95 bpm and higher rates. When programmed to aai, there was loss of conduction above 75 bpm. It was suspected that the tissue was partially refractory at higher rates, leading to higher thresholds. There was no indication of greater than two seconds of asystole. The cause of the observed loss of capture (loc) and high thresholds was not conclusively identified via fluoroscopy. This rv lead was explanted and replaced. No additional adverse patient effects were reported.